Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as a defective latch sensor. The latch sensor was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen was showing that a cassette was not locked even though it was already locked with a key. There was unknown patient involvement.